Event description:
It was reported that a patient presented in-clinic. Prior examination of the patient's implantable cardioverter defibrillator (ICD) revealed an unspecified issue that was addressed through surgical intervention. The ICD was explanted and replaced on (B)(6) 2022. The patient was in unknown condition.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event. Correction: h6: codes should reflect no apparent adverse event based on new information.

Event description:
New information received notes that the that patient's implantable cardioverter defibrillator (ICD) was explanted electively due to the physician opening the device pocket for an unrelated procedure. No malfunctions were reported on the ICD. The device was not returned.